Event description:
It was reported that a caregiver expressed concern about recurring low glucose readings while the patient was using the ilet, and a review of uploaded data indicated a user pattern of overtreating hypoglycemia, missed meal announcements, and frequent use of ¿less¿ meal announcements, contributing to maladaptation. Symptoms included low glucose episodes within clinically acceptable time in range for lows and no readings below a severe threshold. Outcomes included the need for user education and a recommendation for a device factory reset to support correct use and prevent worsening maladaptation. Investigation included remote review of device data and contact attempts for education and reset support. Investigation of this case revealed user-related behaviors consistent with inappropriate hypoglycemia treatment and incorrect meal announcement practices that likely contributed to the reported lows. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and hypoglycemia treatment practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.